Event description:
Arrow - "a - port" # ap 06010 implanted on 8/21/97. On 9/4/97 attempts to infuse meds were unsuccessful and painful to pt xray revealed separation of catheter from port. Catheter has migrated into (r) atrium. Pt transferred to another facility to have port and catheter removed. 9/5/97 - catheter successfully removed port to be removed at later date.